Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 22 mg/dl and the cause was not known. Paramedics treated the customer with intravenous glucose at home. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.